Event description:
It was reported that an asymptomatic patient presented in the operating room for a lead revision on (B)(6) 2017. Lead dislodgement was suspected when the right atrial (ra) and right ventricular (rv) signals were overlapping on stored electrocardiograms (egms) on (B)(6) 2018. The physician attempted to reposition the lead multiple times, but eventually lost the ability to extend the helix. Upon lead removal, some tissue was found in the helix. The physician then implanted a new lead successfully.

Manufacturer narrative:
The reported events were lead dislodgement, helix would not extend and ¿tissue found in helix¿. As received, a complete lead was returned in one piece. The reported event of helix would not extend and ¿tissue found in helix¿ were not confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood. After cleaning the helix and applying torque, the helix could be retracted. All other damages found were sustained during the procedure. The lead was otherwise normal.